Event description:
It was reported that approximately one year post port placement through the right subclavian vein, the port allegedly leaked in a subcutaneous tunnel. Upon x-ray examination, the catheter was allegedly broken. It was further reported that the distal catheter segment and port body were removed on later days. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one groshong catheter segment measuring approximately 16.9 cm was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, fluid leak, material separation and the identified deformation and wear issues, as a complete circumferential break noted at the proximal end of the catheter. The edge of the complete circumferential break appeared jagged and a split was noted migrating from the break site. One region on the surface of the break appeared to be rounded and smooth while another region appeared to be more granular. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement through the right subclavian vein, the port allegedly leaked in a subcutaneous tunnel. Upon x-ray examination, the catheter was allegedly broken. It was further reported that the distal catheter segment and port body were removed. The procedure was completed by using another device. There was no reported patient injury.